Manufacturer narrative:
(B) (4). Results indicate confirmation of the reported event of chipping/flanking of the light blue main body and detent of the twist clamp on a transfer set. During evaluation, a cracked occluder foot was also discovered. The root cause was undetermined. A batch review was also performed, and no issues were noted. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line for tends, and take corrective/preventative action as appropriate.

Event description:
Baxter (B) (4) reported chipping/flanking of the light blue main body and detent of the twist clamp on a transfer set. It was reported that the patient uses octenisept as a disinfectant before each connection, but will stop this. No injury or medical intervention was reported.